Event description:
It was reported that during preparation for use, the subject device had an abnormal image. There was no patient involvement.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to the legal manufacturer, but it was returned to the distributor on (18/07/2024) for inspection and repair. The device evaluation was completed by a third party (distributor) and the reported failure "abnormal image" was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: watertight defect. A root cause could not be identified. Three attempts were performed to obtain additional information, but no response was received from the customer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during preparation for use, the subject device had an abnormal image. There was no patient involvement.